Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Event description:
Additional information received: the event was described as capsule contraction ou. The patient noticed a decrease in vision. A yag procedure(s) was/were performed. The lens was explanted from the patient's left eye approximately 12 weeks post implant and exchanged with another model lens. The surgeon indicated the likely cause of the event was capsule contraction causing footplates to "bend" in, causing progressive astigmatism. The patient's current status 1 week post left eye lens exchange, visual acuity is 20/25 and corneal astigmatism remains.

Event description:
It was reported that the lens was scheduled to be explanted approximately 3 months post implant due to lens torque and progressive cylinder. This report pertains to the patient's left eye. Reference MDR# 1313525-2015-02042 for event associated with patient's right eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.